Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead and right ventricular (rv) lead were tested through the pacing system analyzer (psa) and all measurements were appropriate. While fixating the leads, the psa was left in ddd mode. It was noted there was loss of capture on the rv lead. Measurements were taken again, all other measurements were appropriate, but there was no capture on the ra or rv leads. Therefore, the leads were explanted and replaced. The replacement ra lead also noted loss of capture. As a result, the device was programmed to vdd. The physician did a visual examination of the explanted leads and concluded the ra and rv leads were fractured. This patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.